Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an electrical reset. The device was reprogrammed to previous ICD and pacing parameters that were set before reset occurred and remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed an alert for low battery voltage recommended replacement time (rrt). Data shows the time of elective replacement indicator (eri) as (B)(6) 2013, device eri less than or equal to 2.62 volts. (B)(4).